Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after properly loading the delivery system seal to aorta, when anchoring, the seal is partially released and the seal fail to unwarp. Finish without abnormal patient condition such as bleeding issue. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise # (B)(4) the lot # 25153605 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 20jan2021. An investigation was conducted on 25feb2021. A photographic evaluation was done based on the photographic evidence provided by the hospital. One photograph depicts the outer packaging of the heartstring device with the product and lot information. The other photograph provided by the hospital shows the delivery device inside of the loading device, seal, and companion device, the aortic cutter. There were signs of clinical use and evidence of heavy amounts of blood observed. Based on the photograph, the seal was observed to be in an completely unraveled state with traces of blood observed. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The seal was returned separately in completely unrevealed state with tether missing to it. Traces of blood were observed on the seal, loading device, and the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Signs of clinical use and heavy amounts of blood was observed on and inside the delivery device as well as on the seal, which indicates that there was attempt to introduce the device into the aorta. Due to the presence of blood on the delivery device, measurements of the delivery tube were unable to be taken. The aortic cutter was also returned. The safety lock was dis-engaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The needle was slightly bent, this failure was not reported by the account. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed but confirmed for the analyzed failure "material twisted/bent; needle".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after properly loading the delivery system seal to aorta, when anchoring, the seal is partially released and the seal fail to unwarp. Finish without abnormal patient condition such as bleeding issue. The hospital did not report any patient effects.